Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t2 anchor fell off and could not be sutured. The pre-deployment occurred when t1 was already secured in the meniscus.¿ t1, t2 and suture were not returned. The depth limiter was attached and has been damaged. The delivery needle is quite obviously bent upward and toward the left. The damages are consistent with difficulty reaching intended anchoring location. The device no longer cycled or actuated properly due to the damages. Under warnings, the instructions for use states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during an acl reconstruction, the fast-fix 360 curved needle delivery system t2 anchor fell off and could not be sutured. The pre-deployment occurred when t1 was already secured in the meniscus. T1 was removed from the patient. A back-up device was used to complete the procedure without significant delay. The patient was not injured.